Event description:
Pt was on dialysis when it was discovered by the rn that there was a blood leak in the arterial line. Blood was dripping from the weld where the arterial cap goes into the arterial drip chamber. This is the 4th leak in these lines since 02/06. All of the leaks have involved the same lot #. All problems have been reported to medisystems.